Event description:
Intra-aortic balloon pump in place for post-mi angina. The alarm sounded and indicated "rapid gas loss"; "leak in iab circuit." System evaluated, possible balloon rupture and leak. Intra-aortic balloon pump removed.